Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, it was noted the threshold measurements had increased on the right ventricular (rv) lead. Additionally, the rv pacing impedance measurements had increased to 2,400 ohms. The device was reprogrammed. Two weeks later, the patient returned for a follow-up. The rv impedance measurements were greater than 3,000 ohms, the amplitude measurements decreased and the threshold measurements continued to rise. X-ray revealed no lead fracture. It was suspected a connection issue could have caused or contributed to the clinical observations. As a result, a revision procedure was scheduled. As compressed air was suspected to be the cause of the clinical observations, the rv lead was reconnected to the device and water was inserted into the wrench holes to verify no compressed air. This system remains implanted. No additional adverse patient effects were reported.